Event description:
It was reported that, during a tka cori assisted surgery, an error message "robotic timed out" occurred while using (1) real intelligence robotic drill. A second real intelligence robotic drill also shows the same error. The error could not be corrected intraoperatively, so a conventional surgical technique had to be used. The procedure was completed successfully. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence robotic drill, rob10013, (B)(6), used for surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A mock tka test case was performed. During the unlocking state a system timeout occurred which resulted in going back to the connection screen. A kpc test was performed there it was not possible to load the burr as the carriage was pushed inside the drill. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed and it was noticed that the extension shaft has broken. It was also found that a small piece of the extension shaft was lying underneath the exposure motor. This can prevent the exposure motor from pushing out fully. The drill was inspected further. No defects where found. The extension shaft was replaced, and a tka test case was performed and was completed without any failures occurring. A kpc test was performed all test passed. The most likely cause for the reported scenario is a broken extension shaft. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. Historical escalation event review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.